Manufacturer narrative:
In use at the time of the event:CGM model: UnknownMobile OS: Unknown.

Event description:
It was reported that the insulin gauge was inaccurate and static. Reportedly, the customer was not completing the air removal step correctly during the load process. Additionally, the customer overfilled the cartridge. Tandem Technical Support educated customer regarding the air removal step and on the appropriate fill amount. There was no reported impact to the customer¿s blood glucose level. Customer continued to use the existing cartridge.